Event description:
Endogia (egiashort) covidien was being used with staple reload egia60amt to resect as section of long tissue. The stapler closed and fired but would not reopen. The device had to be removed by cutting the tissue around the stapler.